Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2012. During the case, rio registration did not pass and the operating room staff decided to replace the end effector. After passing the accuracy check, the case proceeded. Subsequent to burring the femur, the surgeon noted that it appeared the posterior aspect of the femur had been burred beyond what was initially planned. The surgeon confirmed this using the implant trials. The accuracy check displayed an error, and it was observed that the end effector screws had not been completely tightened when the instrument was replaced. The surgeon elected to convert the pt to a total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The evaluation concluded that the event was caused by user error since the end effector was not properly assembled onto the robotic arm when replaced. After the end-effector swap and rio registration was completed, the system performed as intended by correctly displaying that a rio registration error had occurred.